Event description:
The data was reviewed from the day of surgery and it was identified that a system diagnostic test was never run and therefore the high impedance stored value on the generator from when the leads were not attached was never updated causing the high impedance error message to appear on the tablet. This was not indicative of true high impedance, or generator failure. No additional relevant information has been received to date.

Event description:
It was reported that the patient was in an end of service replacement surgery (m102) and the device was checked prior to surgery and system diagnostics showed ok impedance. System diagnostics during surgery prior to removing the lead pin also showed ok impedance. Once the new generator, generator a, was implanted and system diagnostics were performed, the device showed high impedance. Troubleshooting was performed on the phone and the programmer showed high impedance still (troubleshooting steps not outlined). The old m102 was reconnected to the leads and system diagnostic showed ok impedance. Then a new generator was used, generator b, and connected to the lead. A system diagnostic was performed and normal impedance was seen. It is suspected that there is an issue with generator a. Information was received from the representatives regarding troubleshooting steps taken, it was confirmed electrodes were coiled properly, the nerve was not dry, the lead was inserted properly. It was noted they repeated the interrogation many times and removed the generator a and inserted the old m102 and performed an interrogation and no high impedance was found. Once they inserted the generator a again with the leads, and interrogated, the high impedance showed again. The same steps were repeated again (checking if the leads were coiled properly, nerve not dry, pin lead well inserted , screws in place tightened). The suspect product has not been received into analysis to date. No additional relevant information has been received to date.